Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image error e218, was due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. Confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found an error code e218 (scope malfunction error) occurred due to damage on the charged coupled device (ccd) unit, the video connector had a scratch and was deformed, and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: national public service mutual aid union federation meijo hospital added here due to character limitation in respective field.

Event description:
The customer reported to olympus, the olympus endoeye flex deflectable videoscope displayed an error code when connected. The issue was found during an unknown procedure that was completed with a similar device. There was no report of patient injury or medical intervention associated with this event.